Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that when the physician was trying to remove the dilator, the orange hub of the sheath completely detached. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. Additional information was received on the event. The gasket did break into two pieces. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal, or intervention. The patient¿s hemodynamics were not compromised. The physician quickly changed the sheath and issue was resolved. The event was assessed as MDR reportable for a brim cap detached issue.

Manufacturer narrative:
The device evaluation was completed on 22-may-2022. It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that when the physician was trying to remove the dilator, the orange hub of the sheath completely detached. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. Additional information was received on the event. The gasket did break into two pieces. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal, or intervention. The patient¿s hemodynamics were not compromised. The physician quickly changed the sheath and issue was resolved. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached as well as the other components. Residues of adhesive were found on the brim cap and base. No other anomalies were observed. The brim cap, hemostatic valve, and silicone ring could have been detached due to an external force while inserting the dilator thru the sheath but, it cannot be conclusively determined. A device history record was performed for the finished device and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that when the physician was trying to remove the dilator, the orange hub of the sheath completely detached. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. Additional information was received on the event. The gasket did break into two pieces. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal, or intervention. The patient¿s hemodynamics were not compromised. The physician quickly changed the sheath and issue was resolved. The picture investigation was completed on 19-apr-2022. A picture was received for evaluation following bwi procedures. An analysis was performed on the picture that was provided by the customer. According to the picture provided by the customer, the brim cap was separated from the hub component. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).